Event description:
It was reported that the patient used a zfr00v iol (intraocular lens). The patient felt blurred vision with severe headache three weeks after surgery. The patient had his daily activities significantly affected and was temporarily impaired. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not explanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: since serial number is unknown a manufacturer record review related to the device including device history record could not be performed. A review of the device history record (DHR) could not be reviewed since the serial number was unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.